Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported he was able to get the programmer working and had an appointment on (B)(6) with the healthcare professional (hcp) for a follow up.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type programmer, patient.

Event description:
A patient reported they experienced a sharp pain from the stimulation whenever he bends down. The patient reported the patient programmer would not turn on. The patient planned to change the batteries and try and turn stimulation down. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.